Event description:
See updated information in d4, d10, h2, h3, h6 and h10.

Manufacturer narrative:
The nail was received for visual and functional testing. Reported lot #9031311aaa di not match the received nail lot # 9060609. The report is based on the received nail, visual inspection revealed that the returned product confirmed the nail was broken so the reported failure mode was confirmed. Functional testing could not be performed due to the condition of the nail. The device history review (DHR) was reviewed and showed the device was manufactured in accordance with the specified requirements and met all required quality inspections prior to shipment, based on the information provided and the type of breakage observed, it is possible that the nail broke due to stress generated from weight bearing activities. Per the precice styde instructions for use (IFU), " the precice stryde nail cannot withstand the stresses of full weight bearing. Patients should utilize external support and/or restrict activities as directed by the physician until consolidation occurs."

Manufacturer narrative:
Device has not yet been returned for investigation. No root cause can be confirmed at this time.

Event description:
Information was received that patient underwent a revision procedure on (B)(6) 2020 due to a broken nail. No patient injury was reported.